Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: fate of pure type ii endoleaks following endovascular aneurysm repair young kim1 et al, vasc specialist int 2019;35(3):129-136 https://doi.org/10.5758/vsi.2019.35.3.129. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent graft systems were implanted in patients during endovascular aortic repair on unknown dates. The following adverse events were reported: type ia, type ib and unknown endoleaks with reintervention. The cause of the endoleaks are undetermined.